Event description:
As reported in the literature, three months post stent implant, the patient presented with chest pain; a coronary angiogram revealed 99% in-stent restenosis with complete stent fracture. The stenting procedure included treatment of a 90% stenosis of the ostial saphenous vein graft to the right coronary artery. During the procedure, the 3.0 x 13 mm cypher stent was implanted, a final coronary angiogram showed a well-deployed stent without residual stenosis or dissection. Three months after stent implant, the patient was re-admitted with chest pain; an emergent coronary angiogram revealed 99% in-stent restenosis with complete fracture at the mid-portion of the stent. As a result, the patient underwent redo coronary artery bypass graft surgery.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. Please find below the article's citation along with a copy of the article, which is being attached to this report. Ohgo, t., otsuka, y. And furuno t., 20 feb 2007. Complete fracture and restenosis of sirolimus eluting stent in ostial saphenous vein graft, international journal of cardiology. [See scanned pages.]